Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (7/8/2013)-device evaluation: the patient¿s product has been returned and evaluated by lifescan product analysis on 6/13/2013 with the following findings: the test strips involved with this complaint failed testing. When tested, the test strips returned an error 4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.